Event description:
The customer reported that the intellivue mp5 electro cardio graph monitor fell off of the monitor stand. The radiologist supported the monitor, which prevented it from falling and there were no injuries associated with the reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).